Event description:
The customer reported that during an intubation procedure of a healthy infant, it was observed that there was a clear membrane crossing the lumen near the proximal end of the endotracheal tube. The patient was re-intubated and was reportedly stable throughout the entire event. There was no reported injury to the patient. The customer is returning the sample for evaluation.